Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter of a straight type blood set with large standard blood filter came apart during a bone marrow transplant. It was reported that only a small amount of transplant cells were lost and the transplant was not significantly affected. There was no patient injury or medical intervention associated with this event. No additional information is available.